Event description:
It was reported that this arctic sun device was not filling. A check of the diagnostics showed that the circulation pump would not generate pressure. Per investigator notification received on 21jun2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded, failed initial acats test, error 45, prewarm flow outside acceptable limits.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed flow meter. A device history record review was not required as this event was not an out-of-box failure and therefore was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this arctic sun device was not filling. A check of the diagnostics showed that the circulation pump would not generate pressure. Per investigator notification received on 21jun2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded, failed initial acats test, error 45, prewarm flow outside acceptable limits.